Event description:
Product dripping and filter chamber popped off from top after slight pressure was applied to fill up this part of tubing. The patient had a peripheral IV access. Apparently one-half unit of blood was given to patient already. The doctor decided to compress the chamber to increase the volume in the chamber to cover the filter with blood. The remaining half of the unit of blood was lost and the tubing fell on the floor. The tubing was changed and another unit of blood was given to the patient. There were no consequences to the patient and the staff was not exposed to contaminated blood. Although requested, no additional information was provided.